Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with pain, watery eye, and blurry vision in the left eye one week post photorefractive keratectomy. The patient was noted to have corneal erosion. It was noted that the bandage contact lens fell out of the eye two days post treatment. A bandage contact lens was inserted. Additional information received states that the bandage contact lens was removed and the erosion has healed. The patient is happy.